Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the patient's right hip was revised as a result of trunnionosis. The surgeon reported that a pseudotumor was visible on scan images.

Manufacturer narrative:
An event regarding altr involving an exeter stem was reported. Altr was not confirmed, however, corrosion was confirmed through a mar and a review by a clinician. Sem analysis: energy-dispersive spectroscopy (eds) analysis was performed on the stem and debris. Elemental constituents of the stem included fe-cr-ni-mn-mo, which are consistent with astm f1586 alloy. Elemental constituents of the debris included cr-p-ca-fe-mo-mg. The high peaks of cr and mo are consistent with a corrosion product. Ca-p-mg are consistent with biological material. Fe-cr-mo are consistent with the stem base alloy. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Material analysis: a material analysis has been performed. The report concluded: {..} adhered debris was observed on the stem and head taper. Wears scars were observed on the articulating surfaces of the head and insert, consistent with contact against each other. Explantation damages were observed on the returned devices. Eds showed the stem was consistent with astm f1586 alloy and the debris was consistent with a corrosion product, biological material and the stem base alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Diagnosis: cup malposition in near absent anteversion has caused impingement between stem neck and ceramic sleeve rim with osteolysis behind the cup, taper corrosion, wear scar on the femoral head and pseudotumor with armd and metallosis as secondary adverse effects requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that {...} cup malposition in near absent anteversion has caused impingement between stem neck and ceramic sleeve rim with osteolysis behind the cup, taper corrosion, wear scar on the femoral head and pseudotumor with armd and metallosis as secondary adverse effects requiring revision.

Event description:
The surgeon reported that the patient's right hip was revised as a result of trunnionosis. The surgeon reported that a pseudotumor was visible on scan images. Update 15-feb-18: a review by a clinical consultant has noted "cup malposition in near absent anteversion has caused impingement between stem neck and ceramic sleeve rim with osteolysis behind the cup, taper corrosion". An unknown trident shell has been added to the product grid.